Event description:
It was reported that the device was difficult to remove. A 10.0-31 carotid wallstent (cws) was selected for a carotid artery stenting (cas) procedure. After deploying the stent, an attempt was made to retrieve the shaft of the delivery system. However, there was resistance encountered, and the non-boston scientific wire was unintentionally pulled along with the shaft. The shaft was returned to its position, and the delivery system was retrieved without issue. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: the event date was not reported and has been estimated based on the date of awareness. D6a - implant date: the implant date was not reported and has been estimated based on the date of awareness. Follow-up was attempted; however, the patient-related fields in section a were unknown, unavailable, or not provided. The lot number was also not provided to bsc. We made a good-faith effort to obtain this information. Because the lot number is unknown at this time, we are unable to provide the complete unique device identifier (UDI) and other specific product details. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
B3 - date of event: the event date was not reported and has been estimated based on the date of awareness. D6a - implant date: the implant date was not reported and has been estimated based on the date of awareness. Follow-up was attempted; however, the patient-related fields in section a were unknown, unavailable, or not provided. The lot number was also not provided to bsc. We made a good-faith effort to obtain this information. Because the lot number is unknown at this time, we are unable to provide the complete unique device identifier (UDI) and other specific product details. If additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the device was difficult to remove. A 10.0-31 carotid wallstent (cws) was selected for a carotid artery stenting (cas) procedure. After deploying the stent, an attempt was made to retrieve the shaft of the delivery system. However, there was resistance encountered, and the non-boston scientific wire was unintentionally pulled along with the shaft. The shaft was returned to its position, and the delivery system was retrieved without issue. The procedure was completed. No patient complications were reported.